Event description:
The complainant stated when he pushes on the intellidrive handless, the bed will move backwards.

Manufacturer narrative:
The account's maintenance replaced the right intellidrive push handle. He indicated the bed is now functioning properly.